Manufacturer narrative:
G4: premarket / 510(k): k160823. Device evaluated by MFR.: the nc quantum apex mr 15 mm x 2.75 mm was returned to the complaint investigation site. Visual and tactile examination identified multiple hypotube kinks. A break was identified in the inner lumen under the balloon section near the distal tip. The broken distal section did not return. A tear was identified in the balloon material and the torn distal section did not return. A detailed microscopic examination of the balloon material noted a circumferential balloon tear 22.7cm from the port exchange and the distal section was not returned. The distal section of the device did not return.

Event description:
Reportable based on device analysis completed on 30jun2025. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified segment of a chronic totally occluded artery. A 15 mm x 2.75 mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The procedure was successfully completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon torn circumferential.